Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine 0.15mg 1mg/ml via an implantable pump. It was reported that the patient¿s incision became infected, so the pump segment was replaced with ¿prophylactically¿ with a new one. The pump and the catheter functioned normally also, there were no issues with the devices. The infection was cause by the incision not healing properly. Action/intervention: incision and drainage were performed. The catheter segment was replaced, and incision was closed. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient alive.